Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump.